Manufacturer narrative:
This report is submitted on june 25 2020.

Event description:
Per the clinic, the patient developed an infection (date not reported). Additional information requested but not made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient was treated with oral and topical antibiotics (date and duration not reported). This report is submitted on 3 august 2020.